Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ultrasound did not always work during cutting phase. Timing of the event and patient impact are unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The surgeon's parameters were adjusted appropriately to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on may 13, 2008. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained the root cause of the reported event cannot be determined conclusively. (B)(4).